Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed with no electrical anomalies. The lead was explanted and replaced. Upon x-ray review, externalized conductors were not confirmed. The patient was stable post procedure.